Event description:
It was reported that patient received inappropriate high voltage therapy while running on a suspended track. Remote transmission revealed intermittent oversensing on the ventricular channel. Noise was not reproducible with isometrics and pocket manipulation. Further review of the egm noted one high, out of range pacing lead impedance measurement from 2011, and since then all measurements have been in normal range. Lead revision is planned in the near future.

Manufacturer narrative:
A partial lead measuring 60.5cm was returned in two segments for analysis. External insulation abrasion was noted at 40.5-41.5cm from the distal tip, consistent with lead friction to the ICD can. The silicone insulation was intact at this location. The inner coil was twisted at 1.0-1.1cm from the distal tip. The ptfe liner of the inner coil was abraded at this location. This is consistent with the observation from the field of noise, oversensing, and inappropriate shock therapy.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received states the lead was extracted using a laser. Fluoroscopy revealed a possible clavicular crush. The patient condition is fine.

Manufacturer narrative:
(B)(4). A partial lead measuring 60.5cm was returned in two segments for analysis. External insulation abrasion was noted at 40.5-41.5cm from the distal tip, consistent with lead friction to the ICD can. The silicone insulation was intact at this location. The inner coil was twisted underneath the ring electrode and the ptfe liner of the inner coil was abraded at this location. This is consistent with the observation from the field of noise, oversensing, and inappropriate shock therapy.